Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn.

Event description:
A report was received that when the physician opened the lead site during a procedure to implant a new device, the physician saw some leakage. The physician explanted the lead and suspected the patient's body may have been rejecting the devices.